Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage tank, x-ray tube, high voltage cable assembly and igbt's were replaced. The generator was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform fluoroscopy and that it displayed an overload fault error message outside of a procedure. No pt injury was reported.